Event description:
It was reported that during an unknown procedure, the device delivered a malformed staple; the staples had a straight leg on the left side, but the tip of staple "curled" on the right side. The device was being fired by the fellow and buttressing material was being used on the anvil and reload. It was observed that the fellow waited 5 to 8 seconds instead of the instructed 15 seconds. There was no adverse consequence for the patient. The device is not available for analysis.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon informed rep that he pulled on the staple line with a grasper which may have contributed to the "curly" shape. A leak test was performed intraoperatively and passed. The cartridges used in the case could not be confirmed; however, the surgeon and resident typically use green, gold, then blue reloads in sleeve gastrectomy cases. The surgeon always uses gore buttressing on both the anvil and cartridge side of the echelon flex 60. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.